Event description:
Approximately 6 hours after a PVI procedure, it was noted that the patient had a pericardial effusion. No intervention was performed. The physician is unsure what the cause of the effusion was, but it potentially happened when placing the CS catheter. There were no performance issue with the Abbott catheters. There were no patient symptoms and the patient remains stable.

Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary DI number is provided (D4), but full UDI information is not available.